Manufacturer narrative:
Block h6: device code a1702 is being used to capture the reportable event of anchor exchange failure to retrieve. Device evaluation: block h11: the device was discarded; therefore, a technical analysis could not be performed. The reported events could not be confirmed. A risk review of the overstitch ess was completed and confirmed that the events of anchor exchange failure to pass retrieve, anchor exchange failure to pass anchor and handle break were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence the device was improperly used per the instructions for use (IFU), and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Based on all gathered information, there is not enough evidence to determine whether the anchor exchange failure to pass retrieve, anchor exchange failure to pass anchor and handle break was due to the physician's technique during the procedure or was related to a device malfunction. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that an overstitch ess was used during a procedure on (B)(6). During the procedure, the handle broke and the anchor failed to transfer. The procedure was completed with a new overstitch. There was no patient complications reported as a result of this event.